Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for a mis-identification of pseudomonas aeruginosa when using phoenix panel nmic/ID-307 (449289) batch number 2291573. The customer did not provide isolate returns but provided lab reports, binary files and panel returns for the investigation. The lab reports present patient samples misidentified as p. Aeruginosa when using the product. To investigate, three (3) customer-returned panels were inoculated with customer returned isolate p. Aeruginosa 6762 and evaluated in a phoenix m50 for identification results. In addition, two (2) customer-returned panels were inoculated with customer returned isolate p. Aeruginosa 6762 and evaluated in a phoenix m50 for identification results. All five (5) panels identified the organism as p. Aeruginosa, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards . Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system sample is being identified as p.aeruginosa but pcr is neg. The following information was provided by the initial reporter: customer states sample gives p. Aeruginosa on phoenix but is neg on pcr customer noted that the sample was identified twice on phoenix as p.aeruginosa but pcr designed by thermofisher assay ID ba04932081_s1 did not.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system sample is being identified as p.aeruginosa but pcr is neg. The following information was provided by the initial reporter: customer states sample gives p. Aeruginosa on phoenix but is neg on pcr customer noted that the sample was identified twice on phoenix as p.aeruginosa but pcr designed by thermofisher assay ID ba04932081_s1 did not.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.